Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation as the stent remains in the patient. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported patient effects of angina, death and thrombosis are listed in promus everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2012, a non-abbott stent was deployed in the mid right coronary artery (rca) and a 3.0x18mm promus stent was deployed in the distal rca. Post-procedural intravascular ultrasound (ivus) examination was performed and the procedure was completed successfully. On (B)(6) 2012, the patient was discharged from the hospital without issues. On (B)(6) 2013, the patient experienced chest pain. On (B)(6) 2013 enzymes and medication were administered. On (B)(6) 2013 x-ray examination was performed and the patient was diagnosed with congestive heart failure. The patient and was admitted to the hospital on (B)(6) 2013 and was discharged on (B)(6) 2013 having recovered from congestive heart failure. On an unknown date, the hospital was informed of the patient's death. The date of the patient's death and the cause of the death are unknown. Per the physician, the possibility of the cause of death being related to cardiac death cannot be denied. No additional information was provided.

Manufacturer narrative:
(B)(4).